Event description:
The user facility reported that their monitor blanked out twice during a patient procedure. The monitor blanked out again during the beginning of another patient procedure.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
A steris service specialist arrived at the facility, inspected the integration system and determined the issue was caused by an intermittent camera issue. While onsite, the technician was unable to duplicate the reported event. The technician made adjustments to the integration system, tested the unit and returned it to service.